Event description:
Before use in the patient, the white holding adaptor was not fixed to the device hub, therefore when the coil was pulled out of the packaging it was kinked. The product will be returned for analysis.

Manufacturer narrative:
A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 15450723 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The product will be returned for analysis, but it has not been received to date. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Please note that after further review, the event does not meet the criteria for reporting. Therefore, no further information will be forthcoming for this report.